Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported patient was experiencing poor coupling with recharging of implantable neurostimulator (ins). The patient was only able to get 2 coupling bars. Repositioning the antenna did not resolve the issue. The representative was able to communicate with the physician programmer. Antenna locate feature was initiated and the caller saw 46/46-52. Once the representative performed the antenna locate feature and moved the antenna around, they were seeing 62/44-64 but were still getting 2 coupling bars. An x-ray was suggested to check for a possibly flipped ins. No patient symptoms were reported. The patient indicated that they had good coupling (6 bars) prior to (B)(6) 2016. The patient has had numerous medical issues (stroke/bypass) and numerous falls onto the ins. The indication for implant was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-01-24 reporting that the patient had a few falls, a stroke, would have a surgery tomorrow, and had been ill. The illness was not related to the device. An x-ray was performed on (B)(6) 2017. The caller indicated that the incision was vertical so the implantable neurostimulator (ins) was placed sideways in the right buttock. No lead fractures were seen. They were not able to communicate with the clinician programmer on the day of the call and the patient did not have the implantable neurostimulator recharger (insr) with them. It was stated that the patient had been told to charge the night before (B)(6) 2017 but the patient had not done this. It was reported that a different recharger did not solve the issue. The results of the c-ray showed that the stimulator was flipped. The patient would be referred out for a pocket revision. The poor coupling has not yet been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing indicating that they will be seeing the patient next tuesday and will be looking for ideas. It was reiterated that the patient was getting 0 to 2 coupling bars with multiple rechargers. It was reported that they had not met up with the patient sooner due to the patient being ill which was unrelated to the patient's device/therapy. They stated that since the patient had been ill (unrelated), the patient's device maybe discharged or overdischarged. It was reported that the rep pulled the previous x-ray, which they thought was an ap (anteroposterior) view indicating the device was placed in the patient's left buttock, but it was added that they were not certain. This information is different than what was previously reported as it was previously indicated that the device was in the patient's right buttock and flipped. It was reviewed with the rep that the view was important. It was reported that they would have to pull up the x-ray again or take a different one on tuesday. It was reviewed with the rep to bring their demo ins and hold it up as a reference when looking at the x-ray to help determine what it shows. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient cancelled their appointment this morning as they had moved and could not find their recharger. It was reported that they had rescheduled their appointment for (B)(6) 2017. The plan will be to have an x-ray done to determine if the device is upside down or not. If the device is upside down, an attempt will be made to manually flip the stimulator with a subsequent trickle charge. If the stimulator is upright, a trickle charge will just be attempted. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative on 2017-05-17 reporting that an x-ray was done on (B)(6) 2017 that confirmed the device was flipped. A surgical intervention was required or planned as the patient was being referred for a pocket revision due to the battery flip that caused the coupling issues. The coupling and issue of the battery being flipped had not been resolved. The patient¿s weight at the time of the event could not be obtained. No further complications were reported.